Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved could not confirm the report as it was described due to the condition of the device. The balloon catheter has been cut approx 105 cm from the distal end. Multiple kinks were observed in the catheter. Because the catheter has been cut, we were unable to perform a functional eval regarding balloon inflation and deflation. No section of the balloon device is missing. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Conclusions: perforation is listed in the instructions for use as a potential complication. The instructions for use contain the following direction: "to deflate device, pull plug back until it stops. Place handle over proximal end of device and attach by tightening both touhy-borsts. Apply vacuum to the balloon and remove deflated device from accessory channel." The info provided indicated a vacuum was not applied to the balloon with the syringe prior to attempting removal from the endoscope. This could have contributed to the reported difficulty with the balloon deflation. The eval of the product returned confirmed several kinks located in the balloon catheter. It is difficult to ascertain exactly when these kinks occurred. If the kink(s) occurred after balloon inflation, this could have contributed to the reported difficulty with balloon deflation. A kink in the catheter can block the inflation lumen and prevent balloon deflation. However, it is possible the kinks occurred after deflation difficulty was encountered and were sustained in the physician's attempts to deflate the balloon. Kinks can occur if the catheter of the balloon device receives extra pressure during use and/or general handling. The instructions for use direct the user to advance the device in short increments until it is visualized exiting the duodenoscope. This activity will aid in device preservation. Prior to distribution, all cholangioscopy access balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. Corrective action: the appropriate internal personnel have been notified of this type of occurrence in an effort to heighten awareness. No further action warranted at this time because our eval of the returned product could not confirm the report. The info provided indicated the product was used in contradiction with the instructions for use. This reported observation represents an unusual occurrence. Customer qa will continue to monitor for compliant trends.

Event description:
During a cholangioscopy and biopsy procedure, the forward viewing endoscope was advanced into the ampulla, but was not able to be inserted into the common bile duct. This was reported to be due to pt anatomy and a small sphincterotomy. The physician used a cook endoscopy cholangioscopy access balloon to access the intrahepatic bile duct. The loop tip of the balloon device was placed over the wire guide and advanced into position in the intrahepatic bile duct. The balloon was inflated. After successful balloon access, the balloon would not deflate. The catheter was cut in order to deflate the balloon and remove it from the patient. The balloon reportedly caused a rupture of the intrahepatic bile duct. The cholangioscopy and biopsy could not be performed. The pt was admitted to the hospital the day of the procedure. A stent was placed in response to the rupture of the intrahepatic bile duct. The pt was discharged the following day.